Manufacturer narrative:
The embolic material was not returned for analysis, as it was consumed in the event. Based on the reported information, there is no evidence suggesting that the material was defective, but rather a post procedure related event. Hemodynamic changes induced by the embolization may have caused the post procedure stroke. However, this event could not be confirmed, and we could not definitively determine the cause. Neurological deterioration is a known inherent risk of endovascular procedure and is documented in our device¿s instruction for use (IFU).

Event description:
Medtronic received information that following embolization procedure of an arteriovenous malformation (avm), the patient experienced an ischemic stroke. Under general anesthesia and systemic heparin therapy, an injection of the right internal carotid artery identified the small right internal middle parietal arteriovenous malformation, fed by a non-dilated ramus of the pericallous artery and draining via a cortical vein towards the superior longitudinal sinus. The nidus was reached via micro-catheterization with a competitor's 1.2 microcatheter. The avm was then embolized with half a vial of onyx. A control revealed that the arteriovenous malformation has been completely excluded. A complete deficit of the left side of the body occurred after the procedure. Developments were marked by progressive recovery from the deficit with muscle strength in the upper left limb estimated at 4/5 overall and 2/5 in the lower limb. Post-operative complication of left hemiplegia did gradually recover.